Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalieswere found however, visual inspection revealed damage to the grommet and a sideways/detached setscrew.

Event description:
It wait was reported during the implant procedure that there was a set screw problem. The device was not implanted. No patient complications have been reported as a result of this event.